Manufacturer narrative:
Product analysis #705584849:equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were fully opened and frayed. The pushwire was found intact. No separation was found on the pushwire. No bend was observed on the pushwire. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer report of "failure to open at the distal end" and "pushwire separation" were not confirmed as the pushwire was found to be intact. No damages were found with the pushwire. In addition, the distal and proximal ends of the braid were fully opened and frayed. However, the cause could not be determined. Possible cause of failure to open includes damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that multiple pipeline devices were not being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. The device did jump during deployment; during the pullback anchoring process, the retraction distance was too long, and the position was lower than the expected anchoring position. The tip of the catheter was not moved during deployment. It was clarified the pipeline did not fail to open, it opened well. The model number of the marksman catheter was model: fa-55150-1030.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the pipeline was removed from the patient by pushing the intermediate catheter to go upper, slowly recovered the stent and marksman as a whole into the intermediate catheter, and then withdrew it from the body as a whole.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline encountered movement during deployment, failure to open distally, and pushwire separation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery (a1) with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 3.0 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure was normal. It was reported that after the marksman catheter reached m2 normally, the stent was successfully delivered to the end of m1, the stent was deployed according to the standard procedure, and the middle part of the stent was deployed after the tip end was anchored. During the deployment process, due to poor control of the tension of the system, the tip of the stent slipped for a certain distance. The surgeon decided to recover the stent and deployed it again. At this time, the deployment of the stent was less than 1/2, but the operator could not recover the stent when recovering the stent, and there was a relative displacement between the push rod of the stent and the stent, and they retreated a certain distance. The tip end was developed, and the guide wire had been withdrawn into the stent; at this time, the stent could not be recovered and deployed again. Due to the relative displacement of the stent and the push rod, it was judged that the recovery pad at the end of the stent had been separated from the stent. In order to withdraw the stent smoothly from the body, the operator pushed the intermediate catheter to go upper and slowly withdrew the stent + stent microcatheter as a whole. At the same time, continued to push the intermediate catheter to go upper, recovered all the stents into the intermediate catheter, and then withdrew them from the body as a whole. After the access was reconnected and a stent was replaced, the operation ended smoothly. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.